Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, the lead was thoroughly inspected and analyzed. Visual inspection noted that polyurethane tubing was puckered, with all conductor coils at this location to be fractured, approximately 33 cm from the pin. This appears to be the location of suture sleeve tie-down. Analysis revealed all conductor coils of the lead to be fractured. Evidences found in the area of the fracture site may suggest damage possibly occurred in area of suture sleeve tied-down. This finding could have contributed to the clinical observation. The electrical continuity test failed on both pathways. No other tests were performed.

Event description:
Boston scientific received information that left ventricular (lv) impedance measurements were observed to be greater than 2,000 ohms. The lv lead was unable to pace under 9 volts at 0.5 ms in any programmed vector. An invasive revision procedure was performed and the lv lead was successfully explanted and replaced. No other adverse patient effects were reported with this clinical observation.